Event description:
It was reported to philips the defibrillator was being used on a patient in cardiac arrest. A shock was delivered to the patient. When the resuscitation team arrived, the user tried to print the event history. The heartstart mrx went frozen then turned off itself. Another defibrillator was used to treat the patient. The heartstart mrx was being used on battery at the time (was not plugged in). The device was in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. There was no harm or injury to the patient. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). There were no ECG monitoring strips or patient event files available for review.the customer performed multiple opchecks and the device passed all testing. The customer provided two photos of the involved battery which was more than two and a half years old. Although the issue was not reproduced by the customer, the rse advised the customer not to use the battery and to replace the battery. The rse provided information to the customer from the heartstart mrx instructions for use (IFU - publication 453564307761, edition 2, page 287) battery maintenance section which states: "when properly cared for, the m3538a lithium ion battery has a useful life of approximately 2 years." The rse advised the customer to replace the battery. Philips did not evaluate the device. The device remains with the customer.

Event description:
It was reported to philips that the defibrillator was being used on a patient, the shock was delivered to the patient, and then the defibrillator switched off by itself. The defibrillator was being used on battery at the time (was not plugged in). The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.